Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information reported, the patient experienced bilateral rupture. During analysis of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implants brand and experienced postoperative bilateral rupture. The ruptures were visualized via ultrasonography. As a result, the patient underwent removal and replacement with two 250cc mentor memorygel breast implants ( for left & right, catalog #:3542501 , lot #:7596938) on (B)(6) 2019. This report is for one of the reported prosthesis.